Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, haptic broke when trying to insert it with tweezers before implanting. The next backup product broke the same way. Although the surgery had begun and incisions were made, it was cancelled. Re-operation was scheduled for following week. The customer expressed that the haptic felt more limp than it had in the past. It was also stated that the product is from 2022 and old, so feels that it might have deteriorated over time, and would like that to be looked into. Additional information has been received and stated that, when the iol was removed from the case and held with forceps, the loop broke. The surgeon said, ¿they have used the company lens many times in the past, but this time the loop was not flexible and seemed stiff. The surgeon also stated that, there were no problems with the process. The patient undergone re-operation without problems with the same company same lens.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. Reported event: a customer reported that the haptic was damaged where it broke when trying to insert it with tweezers before implanting. The lens was returned in the lens case. Solution was dried on the lens. The optic was angled in the case against a post. The distal portion of the remaining haptic was broken, this appeared to have occurred due to placement in the case. The other haptic was broken gusset area, not returned. Stress fractures were observed at the broken areas, which can occur due to manipulation. The lens met dimensional specification, excluding the damaged areas using an approved template. No material abnormalities were observed. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The reported broken haptic was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The lens met dimensional specification, excluding the damaged areas using an approved template. No material abnormalities were observed. Company¿s material does not deteriorate over time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.